Manufacturer narrative:
Failure analysis for fiber 0(B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited moderate burnt on detritus; the glass cap exhibited moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, it had "loss of efficiency". The procedure was continued with a second fiber. It was reported that the second fiber also had "loss of efficiency". The procedure was completed with a third fiber. Patient outcome: "no damages to the patient". This report is for the second fiber.